Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 12/24/2013. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, pouch dilatation, obstruction, and vomiting are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Health professional reported pouch dilatation, stoma obstruction, and vomiting. Action taken was medication and lap-band ap system adjustment. Health professional reported "gastric prolapse/band slippage". Action taken was medication, hospitalization, and lap-band ap system removal. All events were resolved with the explant of the device.